Event description:
Event description boston scientific crm received information that this implantable cardioverter defibrillator (ICD) exhibited noise on the ventricular rate sense channel. This noise could be reproduced with pocket manipulation, yet all lead measurements remained stable. The lead is a non-guidant lead. The noise was sensed by the device, and resulted in pacing inhibition in this pacemaker dependant patient. No symptoms were reported. A boston scientific crm technical services (ts) consultant discussed the possibility of a loose setscrew, and recommended additional evaluation. The clinical decision is under advisement of the physician.